Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem: "lint in the eye" (foreign material present in device). The surgeon reported that during the initial procedure, a fiber was removed from the eye. No pt harm was reported. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).